Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine". 4 units involved. Associated mdrs: 3003898360-2025-00873, 3003898360-2025-00872 and 3003898360-2025-00871.